Event description:
It was reported that, today, I was made aware by (B)(6), quality assurance, of a total knee case done at this facility. It was reported that a piece of metal, identified on a post-op x-ray, was of unknown origin.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.